Event description:
On (B)(6) 2012, the customer reported that the dxc 600i instrument generated erroneously low creatinine cr-s results for four dialysis patients. The results were reported out of the lab and questioned by dialysis unit personnel. Reruns of the same samples yielded higher results and the reports were amended. One of the four samples amended was within the total precision claim of the assay. There were no reports of affect to patient treatment based on the erroneous results. Quality control (qc) material run before and after the event was within established specifications. Field service engineer (fse) inspected the instrument and found other assays displayed low qc results. Fse also found a rusty reagent a/b valve assembly that showed previous signs of leakage. Fse replaced the valve since this can cause reagent contamination for multiple assays reagent compartments. Qc was then run and was within established specifications once the valve was replaced. This resolved the issue and no further problems were reported.